Manufacturer narrative:
(B)(4).

Event description:
(B)(4) the dentist reported that after the dental implant was installed in pt's jaw it was verified its non osseointegration. The 60 ncm of primary stability was achieved and immediate load was performed. There are not any other info about the case.